Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer cursor navigated on the programmer display without input from the user and clicked several buttons without a prompt. An electromagnetic interference(emi) repair was performed to solve the possible autonomous cursor movement and other screen issues. It was noted that the upper and lower bullets were worn/missing. The cord bay was broken. The latches were broken off. Both the upper hinges were worn. All the mentioned parts/issues were replaced/solved. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer cursor navigated on the programmer display without input from the user and clicked several buttons without prompt. It was noted that the programmer had been updated several weeks previously with no issue observed. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.